Event description:
It was reported that occlusion alarms occurred, which prompted a visit to the emergency room (ER) and was subsequently hospitalized with a bg level of about 400 mg/dl. The customer received intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue without causing any permanent damage. Customer was discharged on (B)(6) 2026. The customer resolved the occlusions by changing the infusion set and cartridge. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.